Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coils and tubes removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair is still coming out in clumps/hair constantly shedding"). The patient was treated with surgery (tubes and coils removed on 31-jul). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia had not resolved. The reporter considered alopecia and medical device removal to be related to essure. The reporter commented: on 31-jul (year unspecified) tubes and coils were removed. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, alopecia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.